Manufacturer narrative:
Other, other text: additional information in h3, h6 and h10. D5 is unknown. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The complainant returned unit was visually inspected at a distance and no damage, kinks, skits, or any discrepancies were found that would prevent the sample from functioning. No leaks were found in the sample, water could pass through the entire product, thus, the failure mode is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested was successfully passed. No actions are required since the complaint was not confirmed. No problems or issues were identified during this device history record review.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a pump with a cadd administration set, attached was leaking from the tubing just above the white hub. It was reported the end user stopped the pump and primed new tubing. No additional information is available at this time. No adverse patient effects were reported.